Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer was using a non-tandem wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter.